Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. It was also reported that yesterday morning their blood glucose was 142 mg/dl and then went up to 443 mg/dl. The customer treated high blood glucose with injection. The insulin pump will not be returned for analysis.